Event description:
Complainant alleges that 22 units of unapproved intensive care vital signs pt monitors were delivered on 8/15/95 to, & are currently being utilized by, the pediatric intensive care unit. The equipment was shipped from foreign MFR to a co owned by a man who is also owner of a 2nd co. The 1st co suppled the equipment to a firm near hosp who has a supply sub-contract with the hosp dated 8/8/95. Both men allegedly have knowledge that the devices lack FDA approval.